Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The first single use loading unit (sulu) was received partially applied. The sulu was loaded into a pmv test unit. The instrument and sulu were applied to the appropriate test media with acceptable results. The second sulu was received with a full complement of staples with no damage to the knife blade. The sulu was loaded into a pmv test unit. The instrument and sulu were applied to the appropriate test media with acceptable results. The third sulu was received with a full complement of staples. The knife assembly was disengaged and bent. The pusher thumb piece was intact. Functional testing was precluded due to the observed damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. Replication of the secondary condition occurs when the firing handle is over retracted prior to firing. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the issue occurred during colectomy. The surgeon used a stapler for resection of specimen. The plastic knob was pushed, however could not fire the device. The same event occurred with 3 reloads of the same lot number. Replaced by new reload, the firing was completed. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the issue occurred during colectomy. The surgeon used a stapler for resection of specimen. The plastic knob was pushed, however could not fire the device. The same event occurred with 3 reloads of the same lot number. There was no patient injury.